Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Patient's mother reported the patient's infusion set cannulas leak. No adverse event reported. Product was requested to be returned for evaluation.